Event description:
The field service engineer reported a pump with failure code 535. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 535 was confirmed in the pump's event history file as failure code 535:320:844:0000 during product evaluation. This failure code was caused by a faulty user interface module printed circuit board. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.